Event description:
The customer reported via phone call that they experienced high blood glucose. Customer's blood glucose was 455 mg/dl at the time of incident. The customer's blood glucose was 495 mg/dl after waking up. Customer treated their blood glucose with 20 units by manual injection. It was also found the customer was feeling thirsty and frequently urinating due to their high blood glucose. Troubleshooting did not find any leaks or air bubbles present on the insulin pump. It was also found the customer had did not have bent cannula after removing their infusion set. Customer was advised to change out their entire infusion set, reservoir, and insulin. The customer declined to return the insulin pump for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.